Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be fixated at the desired location in the patient. The rv lead was explanted and replaced with a non-abbott lead to resolve the event and the patient's condition was stable.